Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1 to treat a compression fracture due to primary osteoporosis. Cement was prepared according to IFU (instructions for use) and injected simultaneously on both sides anteriorly then cement filling was conducted at the appropriate speed. 2.0 cc of cement was injected into both cavities. A c-arm imaging device was used during the procedure and the image was reportedly clear. However, immediately after completing the procedure, x-ray found approx. 5 mm (in diameter) leakage into spinal canal. No change was seen with the patient¿s vital signs and the patient was asymptomatic. The physician commented that "in creating a left cavity, an approaching route was made with several rearrangements, and puncturing into spinal canal might have occurred during that procedure. The postoperative CT imaging found that cement injected from the right side linked to one of attempted routes in the left and subsequently leaked into spinal canal." No patient complications were associated with this event and the cement was "doughy and homogenous" prior to injection.

Manufacturer narrative:
(B)(6). (B)(4). These parts are not approved for use in the united states; however, the catalog # c01a and 510k # k041584 of 'like devices' were cleared in the united states. Imaging interpretation: "CT scans after kyphoplasty show cement extravasation posteriorly into the spinal canal. It is clear that cement back flowed from the right side through a previous penetration in the medial pedicle wall on the left causing the extravasation. No neurological complications were noted in this patient."